Event description:
Inlet solenoid valve malfunctioned within the mar cor purification reverse osmosis water treatment system. There was delay in patient treatment.

Manufacturer narrative:
The case states that the inlet solenoid valve (part of the reverse osmosis cwp) failed. The cwp was emitting smoke and it was reported as catching on fire. Mar cor service engineer was sent to the site and he replaced the valve. After close evaluation of the inlet solenoid valve, there was no evidence of fire or smoke residue on the valve. Patients that were delayed treatment due to this event. No patients or handlers were injured as a result of the machine malfunction. Mar cor purification will continue to monitor this complaint within the complaint system.